Manufacturer narrative:
Product investigation is in progress.

Event description:
Wasnt able to remove tampon - vagina [foreign body in reproductive tract]. Wasnt able to remove tampon [complication of device removal]. Pain- vaginal [vulvovaginal pain]. Tampon could not be removed due to pain [medical device site pain]. Tampon was of inferior quality (rectangular approx. 3 x 5 cm) [device physical property issue]. Bleeding- vaginal [vaginal haemorrhage]. Questionable tear of the septum- vulvovaginal [vulvovaginal injury]. Case narrative: parent reported via letter that her daughter was not able to remove the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation. Full product path based on investigation for (B)(4) is tampax/tampons/pearl compak/compak/regular-normal/unscented/18ct. (B)(4).

Event description:
She wasnt able to remove tampon : vagina [foreign body in reproductive tract]. She wasnt able to remove tampon [complication of device removal]. Pain: vaginal [vulvovaginal pain]. Tampon could not be removed due to pain [medical device site pain]. Tampon was of inferior quality (rectangular approx. 3 x 5 cm) [device physical property issue]. Bleeding: vaginal [vaginal haemorrhage]. Questionable tear of the septum: vulvovaginal [vulvovaginal injury]. Parent reported via letter that her daughter was not able to remove the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Wasnt able to remove tampon - vagina [foreign body in reproductive tract]. Wasnt able to remove tampon [complication of device removal] . Pain- vaginal [vulvovaginal pain] . Tampon could not be removed due to pain [medical device site pain] . Tampon was of inferior quality (rectangular approx. 3 x 5 cm) [device physical property issue] . Bleeding- vaginal [vaginal haemorrhage] . Questionable tear of the septum- vulvovaginal [vulvovaginal injury] . Case narrative: parent reported via letter that her daughter was not able to remove the tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Wasn't able to remove tampon - vagina [foreign body in reproductive tract]. Wasn't able to remove tampon [complication of device removal]. Pain- vaginal [vulvovaginal pain]. Tampon could not be removed due to pain [medical device site pain]. Tampon was of inferior quality (rectangular approx. 3 x 5 cm) [device physical property issue]. Bleeding- vaginal [vaginal haemorrhage]. Questionable tear of the septum- vulvovaginal [vulvovaginal injury]. Case narrative: parent reported via letter that her daughter was not able to remove the tampon. No serious injury reported.